Manufacturer narrative:
(B)(4). Baxter mountain home completed the investigation. Two samples were available. Sample evaluation confirmed the reported problem as a crack was seen along the hanger slot and up towards the center of the bag. It was also noted that both yellow-d-ring caps and membrane port was intact in one set and the other set had the yellow d-ring caps and membrane port removed. There were no inverted beading on the upper sides and corners, and minimal inverted beading on both lower corners. No batch review could be performed due to the age of the batch and the device records were destroyed. Mountain home performs s-3 per batch for in-process finals to prevent this type of defect from being released from the facility. No trend was identified. The manufacturing facility determined the root cause is unknown as there is no way of knowing how the customer stores the product. The product is in the end of life proceedings as of april 2010 and is no longer manufactured. In addition, there has been no increase in complaints of this nature for this product line. This complaint will be kept on file for trending purposes.

Event description:
The complaint was received from barts health nhs trust and refers to an incident involving a cryocyte freezing container 750 ml w/label pocket (r4r9957) on batch/lot/serial number (B)(4). The reporter states that "the customer uses the bags for the long term storage of patient stem cell harvests. The bags are kept in liquid nitrogen and stored at temperatures < -150'c for a number of years. Recently, we have found some of the bags which have become damaged in storage and the contents are therefore unusable. The bags had been in storage for 9 years." The occurrence date is unknown. It is unknown if samples are available. No patient involvement. Additional information received on (B)(4) 2013: customer confirmed 2 bags are affected and the samples can be made available.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a cryocyte bag breakage that was discovered. There have been no reported negative clinical consequences for the patient. As in all cases of cryocyte bag breakages during storage there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the patient at greater risk. As such, a breakage could potentially cause or contribute to an event if it were to reoccur. It should be noted that this product has been end of life since 2010. A request has been made for the sample to complete investigation. Upon receipt and evaluation of information and the sample, a follow-up report will be submitted.